Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25x20mm synergy ii stent was selected however during preparation of the device outside the patient, the stent came off the stent delivery system (sds) balloon when the mandrel was removed. The device did not enter the patient's body. No patient complications were reported.